Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 110, which was not reproduced. System error 110 was confirmed through a review of the event history log. Evaluation determined the cause to be a loose motor gear. The motor gears were replaced.

Event description:
It was reported that a spectrum pump displayed system error 110. It was also reported there was no patient injury.